Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the healthcare professional¿s handheld computer switched off while it was in use. A hard rest was run but the reported issue persisted. Further information was received stating that he handheld¿s battery was fully charged. Review of manufacturing records confirmed that handheld computer passed all functional tests prior to distribution. Return of the suspect handheld computer is expected but it has not occurred to date.

Event description:
The handheld computer was received by the manufacturer for analysis. An analysis was performed on the returned handheld, which identified that the handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No other anomalies were identified. An analysis was performed on the returned flashcard. No anomalies associated with the flashcard software or the databases were identified during the flashcard analysis, but it was identified that the flashcard contained a mac osx operating system file and folders. The presence of the file and folders is an indication that the flashcard was inserted into a device using the mas osx operating system. The file and folders had no impact on the vns software performance. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.